Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine with concentration 25 mg/ml at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that they believed the patient¿s catheter had come out of the spine. The catheter issue had not been confirmed. The patient had gone through multiple episodes of withdrawals starting on (B)(6) 2019 as well as on (B)(6) 2019 and (B)(6) 2019. The pump was refilled on (B)(6) 2019 because they thought the medication might be the issue but the patient experienced withdrawals again after the refill. The patient was also given morphine tablets and they had drained the pump. The hcp was asking about locating a surgeon who could do a catheter revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8709sc, lot# n192922010, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep). It was reported the patient was not getting effective therapy. The patient reported it was determined that the catheter was determined as the problem, but they did not know how they determined that. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue and it was unknown if any diagnostics or troubleshooting had been done. The rep had reached out to the doctor's office for this information, but had not received a response. The doctor decided to replace the pump at the same time as the catheter, on (B)(6) 2019. When removing the catheter, the catheter had to be cut in many places and the cause of the issue was not determined. The catheter was not available for return due to it being cut in many places, however, it was confirmed that all the catheter had been removed. It was reported the issue was resolved at the time of the report, as of (B)(6)2019. The patient's status was provided as alive - no injury. It was noted the pump was delivering 500mcg/ml of morphine at 65 mcg/day. The patient's medical history, weight, and other medications being taken at the time of the event were not available.